Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, crosstalk was noted on the device. The patient was stable with no consequences.

Event description:
Additional information received indicated that technical support gave reprogramming recommendations to avoid crosstalk. The physician elected to continue to monitor the patient and keep programming parameters the same.